Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint regarding non recoverable fault was confirmed based on the error logs, which indicates that the device did contribute to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the alleged non-recoverable fault cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report that site experienced a non-recoverable fault 41014. The tse viewed logs and confirmed error. The tse noted loss of power to surgeon side control (ssc).the customer confirmed that or has partially lost power. The customer confirmed that ssc power button was not lit. The or staff stated that site lost power to anesthesia machine, accessory monitors, and insufflator. The surgeon elected to convert to laparoscopic procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information related to the event. There were no issues noted prior to start of procedure. After the start of procedure, the circuit breaker tripped and the power to the surgeon side console (ssc) was lost. There was also a loss of power to the anesthesia machine, accessory monitors, and insufflator. Hence the surgeon decided to convert to a laparoscopic procedure. Troubleshooting was not performed due to loss of power. There was a procedure delay of less than 15 mins. The issue would have occurred after 1 hour after the start of the procedure, but not sure with the exact time. The patient was doing well after laparoscopic surgery. No photographic images of the device(s) or a video recording of the procedure were available.

Event description:
Refer to h10/h11 for follow-up information.